Event description:
It was reported the patient presented to the ER after receiving inappropriate hv therapy due to noise. Increased pacing lead impedance was noted. Externalized conductors were observed. The lead was explanted and replaced. The patient condition is well.